Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the hard fault indicating "opto button over saturation." The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was an error 23008 on the right master tool manipulator (mtm). The error would not recover. The site tried to power back drive the right mtm with no change. The site did a power cycle with no change. The error would not recover. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure with ports placed. The port incisions were not increased and there were no additional ports placed. The patient tolerated the change to traditional laparoscopic. There was no injury to the patient. Dvstat was contacted prior to aborting/converting the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to fail verify encoder calibration test. Upon inspection of the roll drivetrain roll magnet delamination was observed. Additional findings of failures for slow gravity balance test for wrist pitch were observed. These issues are related to a gearbox failure and the mtm will have the gimbal replaced to resolve the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the gearbox and will be resolved by replacing the gimbal assembly on the mtm.

Event description:
Refer to h11 for follow-up information.